Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that they were receiving an unexpected restart alarm and an external ram error alarm on the insulin pump. Customer has been receiving the alarms in the middle of the night. Customer stated that a temp basal was not programmed before the unexpected restart occurred. Customer stated that the pump was not stored or not in use for an extended period of time. Customer also stated that the alarm did not occur shortly after inserting a battery. Customer was advised that the pump will need to be replaced. Customer was advised to monitor the pump and that they may continue to wear the pump until the replacement arrives. Customer mentioned having no delivery alarms but they did not want to troubleshoot the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.